Event description:
It was reported during remote follow up that the right ventricular lead exhibited noise. Isometric testing was recommended, but not yet completed. No intervention was reported. The patient was stable and asymptomatic.